Event description:
It was reported that the lateral side of peel-away sheath of the dilator was ruptured when placing the catheter. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reep0814 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the lateral side of peel-away sheath of the dilator was ruptured when placing the catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged sheath is confirmed but the exact cause could not be determined from the images provided. Two images of a 4.5 fr micro ez microintroducer were provided for evaluation. The first image shows the product label which indicated lot: reep0814. The second image shows a the microintroducer dilator inserted within the patient. The sheath was intact; however, a longitudinal split is visible extending from the distal end of the sheath tip. No apparent bunching of the sheath or additional deformation was noted. The handling and use conditions are unknown. Based on the condition of the sample shown in the images provided, possible contributing factors include damaged sheath and material properties. The lack of a returned physical sample did not allow for a close inspection of the damage present on the sheath. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause contributed to the reported event.

Event description:
It was reported that the lateral side of peel-away sheath of the dilator was ruptured when placing the catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath is confirmed; however, the exact cause is unknown. One 4 fr groshong nxt kit tray containing one 4 fr groshong clearvue catheter with an inlaid stiffening stylet, one 4.5 fr x 10 cm microintroducer, one 21 g introducer needle, one nitinol guidewire in a plastic hoop, one statlock device, one attachable suture wing, one scalpel, and one silicone end cap was returned for evaluation. One photograph of a microintroducer sheath was also returned for evaluation; however, it could not be determined if the sample in this photograph was the same sample as the physical sample that was returned for evaluation. An initial visual observation showed use residue on the microintroducer. The distal end of the microintroducer sheath was observed to be damaged and a portion of the distal tip of the sheath was observed to be missing. A microscopic observation revealed plastic deformation of the sheath material around the entire circumference of the distal tip of the introducer sheath. Two relatively long, straight splits in the distal tip of the microintroducer sheath. No deformation was observed on one side of the larger of these two splits. While the cause of the damage observed on the introducer sheath tip is unknown, possible causes include damage during handling or use. H3 other text : evaluation findings are in section h.11.